Event description:
A nurse reported that the cylinder tank knob would not turn which resulted in delayed procedure time of 30 minutes. She stated they "borrowed a tank from across the street" and completed the surgery with no harm to the pt. In f/u, the surgeon stated the device did not cause or contribute to the event.

Manufacturer narrative:
Eval summary: investigation including root cause analysis is in progress, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. There has been one other similar complaint reported in the lot number. Add'l info was requested on 07/25/2011 by phone and mail. A completed questionnaire was received on 08/11/2011. (B)(4).